Event description:
Customer called for assistance with the load process. The customer tried to fill the tubing, but a message requesting for a minimum of 50 units of insulin was displayed. When asked, the customer stated they were not sure the sequence of events prior to calling. Tandem technical support had the customer load a new cartridge. Customer did so successfully and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.